Manufacturer narrative:
No lot number was provided; therefore, device history record review (DHR) could not be performed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no discrepancies were observed. Functional testing performed and the returned sample was inflated using a syringe, no cuff deflating was found. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that when inflating and deflating the cuff in a pre-use check, the customer felt something was wrong with it. So he did not use the product. No patient injury was reported.